Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer and missing reservoir tube o-ring. No loose lcd window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 10 mmol/l at the time of the incident. The customer stated that the insulin pump was damaged around the reservoir compartment. The customer stated that the clear window is loose. The product was returned for analysis.